Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this pacemaker exhibited a decrease in the estimated remaining longevity, from six years at the follow up six months ago to three years currently. It was also reported that the patient experienced many at/af and atrial tachy response (atr) episodes. Premature battery depletion was suspected and device data was submitted for technical services review. Engineering evaluation confirmed the device was depleting prematurely due to an abnormal increase in power consumption and replacement was recommended for within 90 days. It was also discussed that high rate atrial sensing (due to the patient's frequent at/af episodes) can cause an increase in power consumption. The physician could consider methods to reduce the high rate atrial sensing by programming the device to a non-atrial based brady mode and/or program off the atrial lead. No adverse patient effects were reported. The device remains implanted and in service.

Event description:
It was reported that this pacemaker exhibited a decrease in the estimated remaining longevity, from six years at the follow up six months ago to three years currently. It was also reported that the patient experienced many at/af and atrial tachy response (atr) episodes. Premature battery depletion was suspected and device data was submitted for technical services review. Engineering evaluation confirmed the device was depleting prematurely due to an abnormal increase in power consumption and replacement was recommended for within 90 days. It was also discussed that high rate atrial sensing (due to the patient's frequent at/af episodes) can cause an increase in power consumption. The physician could consider methods to reduce the high rate atrial sensing by programming the device to a non-atrial based brady mode and/or program off the atrial lead. No adverse patient effects were reported. The device remains implanted and in service. In (B)(6) 2022, new device data was submitted to technical services for review. A new 90-day replacement window was provided, ending on (B)(6) 2022. The device remains implanted and in service and continues to be monitored, with periodic data reviews to ensure therapy availability. No date has been scheduled for explant. A supplemental report will be submitted when pertinent information is received. It was later reported that the device was explanted and replaced in late june. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker exhibited a decrease in the estimated remaining longevity, from six years at the follow up six months ago to three years currently. It was also reported that the patient experienced many at/af and atrial tachy response (atr) episodes. Premature battery depletion was suspected and device data was submitted for technical services review. Engineering evaluation confirmed the device was depleting prematurely due to an abnormal increase in power consumption and replacement was recommended for within 90 days. It was also discussed that high rate atrial sensing (due to the patient's frequent at/af episodes) can cause an increase in power consumption. The physician could consider methods to reduce the high rate atrial sensing by programming the device to a non-atrial based brady mode and/or program off the atrial lead. No adverse patient effects were reported. The device remains implanted and in service. In april 2022, new device data was submitted to technical services for review. A new 90-day replacement window was provided, ending 20-july-2022. The device remains implanted and in service and continues to be monitored, with periodic data reviews to ensure therapy availability. No date has been scheduled for explant. A supplemental report will be submitted when pertinent information is received. It was later reported that the device was explanted and replaced in late june. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.